Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Patient information was requested, unavailable at the time of this report.

Event description:
It was reported to philips that the device failed to deliver shock, newborn. The customer is requesting that the device be returned for bench repair. The patient treatment was delayed. A different defibrillator was used and the patient was successfully defibrillated. There was no adverse impact.

Manufacturer narrative:
The device was shipped to a local service center. The repair bench was not able to fully reproduce the failure. No further evaluation was done and no repairs were made. Bench repair stated that the device was 12 years old and by their standards at the end of its service duty lifespan. The device did not pass performance assurance testing and was scrapped. The malfunction was not determined and no repairs were made. There is no indication of a systemic problem; no further investigation or action is warranted.